Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of thrombosis as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the available information, a cause for the reported thrombosis could not be determined. The reported required medication was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report thrombus. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The transseptal puncture was performed and the dilator and steerable guide catheter (sgc) were advanced without issue. The dilator was removed and it was noted there were blood clots on the dilator. The sgc remained in the left atrium and it was noted that there were blood clots in the sgc. The activated clotting time (act) was noted to be at therapeutic levels, but additional heparin was administered into the sgc. The clots did not resolve; therefore, the decision was made to remove the sgc and exchange for another. There were no clots seen in the patient anatomy and no additional intervention was needed. There was no adverse patient sequela and no clinically significant delay in the procedure. The procedure continued with use of a second sgc and implant of one clip. Mr was reduced to grade 1. No additional information was provided.